Event description:
It was reported by service report that the foot-end lift was stuck in mid-height and unable to raise or lower due to head-end of the frame and the lift motor bracket was bent. It was reported that there was no pt involvement, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Lift motor bracket. Head-end frame.